Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's pacer output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical netherlands. The customer's report was duplicated and attributed to the main switch being out of position. The main switch assembly was re-adjusted to remedy the report. It is unknown how the switch became out of position. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.